Manufacturer narrative:
During inspection and testing, service found the power switch could not be pushed. A review of the device history record found no deviations that could have caused or contributed to the power switch being stuck. The device conformed to specification when shipped. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the video connector latch was worn causing a poor connection. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during preparation for use in a diagnostic procedure, the power switch on the subject device could not be turned off. The device also did not capture images. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the power switch could not be pushed. There was no effect on the patient due to the event.

Event description:
Upon additional investigation, it was found that the customer contacted olympus about two separate events. The initial report was that the power button could not be turned off. The customer then stated the unit was working fine and the power button issue was a small defect that did not affect the performance of the device. The device was not sent to olympus for evaluation at that point. The second reported issue is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The customer reported the issue with the power button did not affect the performance of the device. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.